Event description:
A malfunction, identified as code malf 12, was reported, but there was no adverse impact on the customer's blood glucose level. Customer technical support (cts) provided guidance to reset the pump, which the caller successfully accomplished. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappeared.